Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing. There was no known patient injury or medical intervention associated with this event. The customer biomedical technician tested the pump at several rates, performed full preventative maintenance and the device tested fine. No additional information is available.